Event description:
It was reported that an (B)(6) female patient (weight unknown, but lighter) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis prolonged hospitalization and surgical intervention. While doing the right pulmonary vein isolation, the ablation was completed but the vein was not isolated. The physician kept ablating and they were looking at the intracardiac signals on the carto 3 system and the recording system. The anesthesia noticed the patient's blood pressure dropped. They checked the ventricle with the intracardiac echocardiography (ice) catheter and they noticed a massive effusion in the pericardial space. A pericardiocentesis was done and 900 cc of fluid was removed. The bleeding was under control. The reporter is unsure if the patient is needing surgical repair. The drain is being left in place and the patient is being closely monitored. They used a maximum of 40 watts. It was also reported that while doing the octaray evaluation, they tried to connect the soundstar catheter and it was not recognized by the ultrasound machine. They tried several times to disconnect and reconnect and the issue persisted. They opened a new soundstar catheter and the issue was resolved, the case continued. Additional information was received on the event. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that the patient was on the older side which may have played a part in that. Physician also made a comment that the patient¿s skin was very thin. The patient was in good condition before the procedure. Unknown status of the patient afterward. The intervention provided was a pericardiocentesis and open-heart surgery. Patient outcome of the adverse event is unknown. The patient required extended hospitalization because of the adverse event. They were admitted and underwent emergency surgery. A transseptal puncture was performed with a brk-1 needle. Prior to noting the cardiac tamponade, ablation was performed and there was no evidence of a steam pop. The event occurred during mapping after the pvi. The ripv was not isolated, so the physician was mapping with pacing to find the earliest signal and that is when anesthesia alerted the physician to a pressure drop. An irrigated catheter was used in the event and the flow setting were stsf settings. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector & visitag with the visitag module parameters for stability: 3mm tag size, 3s time, 3mm range, fot 25% 3g, respiratory gated with no additional filter used with the visitag. Color options used prospectively: surpoint tag index was used. The ultrasound recognition issue was assessed as not MDR reportable. The incidence of catheter/ultrasound recognition issue is easily detectable by the user. This issue usually occurs during routine procedure setup and would result in a pre- or intra-procedural delay. If pre- or intra- procedural delay occurs, this has either no or low impact to patient safety as the patient is not subjected to any procedure/intervention and their premorbid status remains unchanged. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that an 89 year old female patient (weight unknown, but lighter) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis prolonged hospitalization and surgical intervention. The device evaluation was completed on 02-mar-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).